Event description:
Per independent repair center statement the units alarm will not function. The key failure was the sieve beds were defective. Additional malfunctions include the compressor intake filter was dirty, the on/off switch had no alarm, the tie wraps were installed, and the md hose clamp was installed.